Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42512401012 - articular surface fixed bearing - 62866063. 42500607001 - femur cemented ps - 63343256. 42532007901 - tibia cemented 5 degree stemmed - 63248326. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02951. 3007963827-2020-00193.

Event description:
It was reported that the patient underwent left knee revision approximately 22 months post implantation due to instability and a clicking noise. The bearing was removed and replaced.